Manufacturer narrative:
(B)(4) batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the jaw could not be opened, how was the device removed from tissue? Were the device jaws eventually able to be opened? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal?

Event description:
It was reported that during the resection of small intestinal tumor, after fired, could not open the jaw. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p5635h. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage and with a cartridge reload fully fired, loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. Additional information was requested and the following was obtained: when the jaw could not be opened, how was the device removed from tissue? Were the device jaws eventually able to be opened? As the firing was finished, with good staple line and cut line, so could remove the device with closed jaw. Did the device staple? Yes. If the device stapled, was the staple line complete? Yes. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Good. Did the device cut? Yes. If the device cut, was the cut line complete? Yes. Were the cut line and staple lines equal?yes.